Manufacturer narrative:
(B)(4). The exact date of this event is unknown. The complaint for this connection issue complaint is not confirmed, because a batch review and sample evaluation could not be performed. The cause could not be determined. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is a report of a patient that had a break in aseptic technique during peritoneal dialysis (pd) and subsequently experienced peritonitis. The patient had a break in aseptic technique, described as the patient experienced a transfer set disconnection but continued with pd therapy. One week later, the patient experienced bacterial peritonitis manifested by abdominal pain and cloudy effluent. The patient was treated with ceftazidime, 1g/day, and cefazolin, 2g/day, intraperitoneally (ip). The patient will not be re-trained on proper aseptic technique due to the hospital considering the patient's exclusion from the pd program. The patient was recovering from this peritonitis event. No additional information is available at this time.